Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12456. It was reported the physician placed two leads for a trial procedure on (B)(6) 2014. The patient reported a headache on (B)(6) 2014. The physician did not believe it was due to a dural puncture. On (B)(6) 2014 the patient's leads were removed and the patient reported the continuation of the headache. The physician performed a blood patch. The patient reported the majority of the headache resolved. It was reported on (B)(6) 2014 the headache had completely resolved.